Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that bubbles was found especially when the vacuum was low and the cutting of the vitrectomy probe stopped during surgery (aspiration unknown). Surgery was completed. There was no patient harm.

Manufacturer narrative:
Additional information provided in h.3, h.6 and h.10. A sample was not received at the manufacturing site for evaluation for the report of bubbles with low vacuum and cutting stopped; therefore, the condition of the product could not be verified. Videos of the surgery were provided via e-mail to the investigator. Bubbles were observed, however, no observations regarding the functionality of the probe could be made. A screen shot of the surgery is attached to the parent file and has been reviewed by the manufacturing site. The photo shows four dark spots. It is unclear from the photo what the spots are or where they came from. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The provided videos confirm the reported bubbles. The exact root cause of the bubbles in the video cannot be determined. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).